Manufacturer narrative:
Suspect positive bi. Load not recalled.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The affected load was released and used on a patient. The facility has a patient tracking system, however information regarding the patient is unavailable. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Additional information was received by the customer that there was only one event of a suspect positive bi and this event was already captured on (B)(4), MDR report #2084725-2016-00723. This file is a duplicate of MDR report 2084725-2016-00723.